Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It was reported that the patient¿s first implant, which was implanted in (B)(6) 2013, flipped because someone kneed them in the back and the lead also pulled out. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.